Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer was receiving low battery alerts. The customer inquired how long their battery would last before they needed to replace it. The customer also inquired about the safety notification regarding the scroll wrap feature on their insulin pump. The customer was advised to monitor their insulin pump. Customer's blood glucose was 200 mg/dl. No additional information provided.